Event description:
It was reported that the customer's insulin pump was alarming during rewind/prime sequence and the drive support cap is sticking out. Nothing further was reported.

Manufacturer narrative:
Insulin pump alarmed during the prime test due to a protruded/loose drive support disk. However, all basal rates and bolues delivered and recorded in the daily total history properly during testing. A cracked reservoir tube lip, scratched lcd window, missing end cap sticker and cracked battery tube threads noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.